Event description:
It was reported that 20 largebore 8 inch ext vlv sets could not draw blood nor flush due to blockage/occlusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "unable to draw blood or flush."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint that they are unable to draw blood or flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 20119629 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 has been initiated. A complaint history check was performed and this is the 11th related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20119629 regarding item #20059e. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 largebore 8 inch ext vlv sets could not draw blood nor flush due to blockage/occlusion. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: unable to draw blood or flush.